Event description:
The report from the affiliate indicated that, during a coronary stenting procedure, after pre-dilating the target lesion with a voyager 2.0 x 15 mm balloon, the physician felt resistance/friction while attempting to deliver the cypher 2.5 x 28 mm stent to the lesion. The target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: slightly calcified, moderately tortuous and a 90% stenosis. The physician was not able to cross the lesion and attempted to withdraw the stent delivery system (sds) back into the launcher 6 fr. Sal1 guiding catheter. The proximal end of the stent became stuck at the tip of the guiding catheter. The physician then attempted to withdraw the entire system and the stent dislodged at the tip of the 6 fr. Long introducer sheath. The stent became lodged in the internal iliac artery. The physician decided to not attempt to retrieve or implant the stent at this point as he felt it would have no effect on the patient's health. The patient is scheduled to have a percutaneous coronary intervention (pci) in three (3) months. The physician suspects that the stent may possibly have been flared prior to use and does not feel that the vessels calcification or tortuosity was an issue.

Manufacturer narrative:
There was no patient information reported to be available. Please note that device (lot # i1006114) is distributed outside the united states, however it is similar to the united states product . The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.